Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer did not disclose an alternate method of insulin therapy.